Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When preparing cystostatics in pharmacy, they have realized a drop after inserted drug through adapter into the IV bag. IV bag's are used and thrown away after cytostatic administration to patients. No patient impact

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo along with an unused infusion adapter and unused injector was provided to our quality team for investigation. Through initial evaluation of the photo, the membrane of the adapter appears shiny. There was no damage or other defects observed on the product returned. Testing was performed to evaluate the tightness of the membrane and all results verified the product met required specification. The membranes were disconnected for further evaluation and verified there was no excess of silicone, which can give the membrane a glossier appearance and be mistaken for drug leakage. A device history review was performed for infusion adapter lot 2407502, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for returned lot 2407502, and all results were found to be acceptable. Three retained samples of the reported lot were used for additional evaluation. The membranes were punctured up to ten times, in all cases the product functioned as intended and no leakages occurred. The performance of the sealing membrane is reduced after multiple perforations and extended activation time, the membranes are designed to be punctured up to ten times. It is possible the membrane within the photo appeared glossy due to the silicone on the membrane, however, this cannot be verified. Based on the sample evaluation and quality team's investigation, we cannot identify a root cause related to our process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.